Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead (rv) was explanted and replaced due to a suspected lead fracture. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.